Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode array through the skin. On (B)(6) 2014 the extruded portion of the array was clipped in office to allow skin to heal over. The implanted device remains.